Event description:
Information received by medtronic indicated multiple insulin pump alarmed motor error. Customer stated they were able to clear the alarm and they were ale to rewind insulin pump. Customer reports they were unable to described the possible damage to the drive support cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged motor error alarm. Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk.